Manufacturer narrative:
Internal complaint reference (B)(4). D4: updated part, serial and UDI number.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. Visual inspection of the customer provided image shows a vulcan unit with voltage calibration failure displayed on the screen. Visual inspection observed no issues. Functional evaluation revealed no issues. The complaint was confirmed but the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Device movement and shipment could have changed the conditions that caused the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that during use in an arthroscopic knee surgery, on the lens integrated system appears as a yellow sort of haze on screen, producing a screen image not recognizable and not allowing the surgery to continue. No patient injury or other complications were reported.